Event description:
It was reported, the pump had a power issue in that it gave the "replace battery" alarm immediately after confirming the date/time. The patient's mother had replaced the battery several times to no avail. The patient suffered no injury due to the reported pump. There was no damage seen to the battery cap or compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were two replace battery alarms noted in the pump's history on (B)(6) 2012; the voltage at the time of the alarms was found to be low. A review of the pump's history did not reveal short battery life. There was no damage found to the battery compartment. A battery cap test was performed and no defects were found with the connections. The pump was found to power on normally with no alarms noted. The pump's electrical current was tested and found to be within specifications. A replace battery alarm was reproduced during testing and the pump emitted the appropriate alarms. The reported power issue was not able to be duplicated during investigation.